Event description:
A malfunction alarm labeled as alarm 20 was reported on the pump during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge; however, the alarm recurred. Therefore, the decision was made to replace the pump. The customer was instructed to use multiple daily injections as backup therapy. The customer was also given guidance on putting the pump into storage mode and returning it with a pre-paid label within 10 days, which the customer understood and acknowledged.